Manufacturer narrative:
Date of event is unknown; therefore the first day of the earliest month, the article was received 1-may-2017 was entered. Investigation is ongoing. Bibliography: ohlow, marc-alexander, matthias schreiber, and bernward lauer. "Percutaneous closure of an iatrogenic ventricular septal defect following transcatheter aortic valve implantation." Journal of cardiology cases 16.5 (2017): 165-167.

Event description:
As reported by the edwards affiliate in (B)(4), through a journal article titled, ¿percutaneous closure of an iatrogenic ventricular septal defect following transcatheter aortic valve implantation", the patient developed an iatrogenic ventricular septal defect (vsd). The patient underwent successful deployment of a 26mm sapien xt valve in the aortic valve.  Despite the patient´s initial improvement, she remained symptomatic (nyha class iii).  Follow-up echocardiography revealed worsening right ventricular function and dilatation as well as new significant left to right shunting at the level of the membranous interventricular septum.  It was decided to address the patient´s iatrogenic vsd from a retrograde percutaneous approach.   A 10mm amplatzer vsd-occluder and partially deployed against the right ventricular side of the membranous septum.  The second disc of the device was positioned at the left side of the septum and once there was echocardiographic confirmation of no residual shunt or impingement of the aortic valve, the device was deployed.  At day 16, echocardiogram and CT revealed good result without residual shunt and the patient was discharged with only minimal shortness of breath during exercise.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Multiple attempts to obtain additional case information were made, however, the information was not forthcoming. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, it was speculated that excessive aortic calcification either lacerated the interventricular septum during pre-or post-dilatation of the stenotic aortic valve and/or caused direct damage of the intraventricular septum during the post-dilatation of the valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information provided clarified that the injury previously reported in this MDR against the 26mm sapien xt valve occurred on (B)(6) 2012, which is prior the commercialization of the sapien xt valve.  As such this MDR was reported in error and a corrected supplemental report is being submitted.